Manufacturer narrative:
A duplicate report was filed on MDR 2518422-2022-11582.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a bipap device's sound abatement foam became degraded and caused an increasing cough, bloody sputum along with histological changes, inflammation and occlusion of the right upper lobe of the lung. The patient did receive medical intervention which included a bronchoscopy, two surgical interventions and a hospitalization. The manufacturer received information stating that the user refused to return the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused an increasing cough, bloody sputum along with histological changes, inflammation and occlusion of the right upper lobe of the lung. The patient did receive medical intervention which included a bronchoscopy, two surgical interventions and a hospitalization. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.